Event description:
It was reported that the 9900 system had washed out, white images during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer canceled the service call. A follow up report will be filed, when additional details become available.